Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that pt a-line tracing dampened and alarmed ¿disconnected¿. Entered patient room to note that arterial line extension tubing spontaneously broke at the patient end connector to the insertion catheter. Patient had significant bleeding and arterial line had to be removed. We do not have the tubing.